Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Device component code relates to device problem code for the reported event of fiber broke. Device component code relates to device problem code for the reported event of fiber misfired. Mfg. Site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a 100watt console with settings of 0.2 joules and 50 hertz. According to the complainant, during procedure, a popping sound was heard after the physician pressed the foot pedal. The pedal was pressed for a second time and the laser fiber fractured, a flash was seen and it made a mark. The procedure was completed with another flexiva 200 laser fiber there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the fiber tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 143 cm from the top of the connector to the break. The second piece measured approximately 170.5 cm from the break which includes the entire distal tip. There was a burn at the break confirming that the fiber broke while laser energy was applied, causing a misfire. Therefore, a review and analysis of all available information indicated that the most probable root cause is supplier manufacturing execution error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a 100 watt console with settings of (B)(4) joules and (B)(4) hertz. According to the complainant, during procedure, a popping sound was heard after the physician pressed the foot pedal. The pedal was pressed for a second time and the laser fiber fractured, a flash was seen and it made a mark. The procedure was completed with another flexiva 200 laser fiber there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.